Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), pelvic inflammatory disease ("pelvic inflammatory disease(pid)") and pelvic infection ("pelvic infection/infection (other) describe: pelvic") in an adult female patient who had essure (batch no. A66686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic inflammatory disease and ovarian cyst ruptured. Concurrent conditions included endometriosis. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia), 2-3 weeks at time extremely heavy"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia), 2-3 weeks at time extremely heavy"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and fatigue ("fatigue"). In 2014, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives/rashes or skin conditions type: hives"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), rash ("rashes"), skin disorder ("skin conditions"), flank pain ("bilateral flank pain"), adhesion ("adhesions"), scar ("scaring"), rash pruritic ("itchy patches") and skin irritation ("skin irritation"). The patient was treated with surgery (surgery to remove essure implant) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the pelvic inflammatory disease, pelvic infection, rash, skin disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, flank pain, adhesion, scar, urticaria, vaginal haemorrhage, menorrhagia, urinary tract infection, rash pruritic, skin irritation and fatigue outcome was unknown. The reporter considered adhesion, dysmenorrhoea, dyspareunia, fatigue, flank pain, headache, menorrhagia, migraine, nausea, pelvic infection, pelvic inflammatory disease, pelvic pain, rash, rash pruritic, scar, skin disorder, skin irritation, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), pelvic inflammatory disease ("pelvic inflammatory disease(pid)") and pelvic infection ("pelvic infection/infection (other) describe: pelvic") in an adult female patient who had essure (batch no. A66686) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),2-3 weeks at time extremely heavy"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),2-3 weeks at time extremely heavy"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and fatigue ("fatigue"). In 2014, the patient experienced urticaria ("allergic or hypersensitivity reaction type: hives/rashes or skin conditions type: hives,"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), rash ("rashes"), skin disorder ("skin conditions"), flank pain ("bilateral flank pain"), adhesion ("adhesions"), scar ("scaring"), pruritus ("itchy patches") and skin irritation ("skin irritation"). The patient was treated with surgery (surgery to remove essure implant), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the pelvic inflammatory disease, pelvic infection, rash, skin disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, flank pain, adhesion, scar, urticaria, vaginal haemorrhage, menorrhagia, urinary tract infection, pruritus, skin irritation and fatigue outcome was unknown. The reporter considered adhesion, dysmenorrhoea, dyspareunia, fatigue, flank pain, headache, menorrhagia, migraine, nausea, pelvic infection, pelvic inflammatory disease, pelvic pain, pruritus, rash, scar, skin disorder, skin irritation, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet received: reporters details added. Abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reactiontype: hives, infection (other) describe: pelvic, infection (bladder/ urinary tract/vaginal) type: uti, rashes or skin conditions type: hives, itchy patches, skin irritation, fatigue. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), pelvic inflammatory disease ("pelvic inflammatory disease(pid)") and pelvic infection ("pelvic infection") in an adult female patient who had essure (batch no. A66686) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), rash ("rashes"), skin disorder ("skin conditions"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), flank pain ("bilateral flank pain"), adhesion ("adhesions") and scar ("scaring"). The patient was treated with surgery (surgery to remove essure implant), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic inflammatory disease, pelvic infection, rash, skin disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, flank pain, adhesion and scar outcome was unknown. The reporter considered adhesion, dysmenorrhoea, dyspareunia, flank pain, headache, migraine, nausea, pelvic infection, pelvic inflammatory disease, pelvic pain, rash, scar and skin disorder to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received: reporter information, patient demographic details, product start date, lot number were added; events added: pelvic infection, rashes, skin disorder, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), flank pain, adhesions, scaring, pelvic inflammatory disease. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.